Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was unable to be opened intra-op. It would not open from the console or manually. There were no messages displayed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaws of the instrument were not grabbing tissue. The unlocking mechanism was not used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. This failure likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.